Event description:
The facility reports 2 incidents of a crack in the fistula needle luer connector found at initiation of treatment. These occurred on the same pt during one hemodialysis treatment and resulted in ebl=50-100cc. New needles were inserted to continue treatment. No pt injury or need for medical intervention is reported.